Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to obtain additional info have been made to the customer. To date, no further info has been received. If pertinent additional info becomes available, this report will be updated.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter. The customer reports that there is a fissure between the connector and the tube, causing loss of infusion and contamination. The tube was used on a 4 day baby. There were no injuries reported and the unit was changed with a new one.